Event description:
Notified by global affiliate that reagent cassettes may contain under-filled or nearly empty reagent bottles. Analyzer does not contain level detection system therefore no alarm would warn customers. Patient samples and controls may produce falsely low or high results without an alarm or there could be unacceptable precision when patient or control material is reported.